Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 1000 mg/dl. Customer stated that she was vomiting and had a headache. Customer stated that the high blood glucose was a reaction from a chemo therapy. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.